Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 466 mg/dl but he was unable to rewind and bolus. His blood glucose had increased to above 600 mg/dl. The patient declined troubleshooting for the high blood glucose. He was assisted with rewinding, priming, and bolusing. The insulin pump was not returned for analysis.